Manufacturer narrative:
A ge service representative performed an on site investigation. The vertical lift column and the ps3 power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.